Event description:
During an atrial fibrillation procedure, after puncturing the femoral vein and inserting the sheath, air was aspirated when removing air from the side port. Air could not be completely removed before inserting the catheter into the sheath. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.